Event description:
It was reported that the right ventricular (rv) lead had inhibition of pacing noted with rates as low as thirty-four beats per minute. The lead impedance was also lower than expected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the right ventricular (rv) lead showed noise on the egms (electrograms) and some mirror imaging between the leads. An insulation breach is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2007. (B)(4).